Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultra 2 meter does not power on. The patient reported that the alleged issue began on (B)(6) 2010 at around 6:00am. Due to the alleged issue the patient skipped or stopped their dosage of medication ( novolog 70/30, 50 units). At an unspecified time later after the reported issue began the patient felt thirsty, shaky and experienced frequent urination. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries needed to be replaced; however, the patient did not have any replacement batteries. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, the patient withheld their insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.